Event description:
The customer reported intermittent contact between battery and battery pca. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
.